Event description:
It was reported to philips that the system displayed the message: " low space disk" and could not perform exposure. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and re-create image disk. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and verified that the system cannot cine. After reviewing log file, fse found that there is a malfunctioning frontal ip-pc. Fse found and determined that the issue was most likely caused by a problem with the hdd ippc. Fse performed repair database consistency, restarted the system. After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.